Event description:
A patient reported that the area around their bottom tooth is aching after the aligner pushed their gum back around one tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.